Event description:
The patient reported blood glucose results of "60mg/dl" with a lifescanmeter and "160mg/dl" on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.